Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl 4000 mcg/ml at 749.8 mcg/day and clonidine 400 mcg/ml at 74.98 mcg/day. The indication for use was non-malignant pain. The patient was discharged by the managing hcp for the pump due to "breaking his contract". The patient did not have a hcp. They had been waiting for the pump to run dry. On the morning of (B)(6) 2016, the pump was alarming and should have been empty. No 8840 was available. The hcp believed the pump was empty. The hcp was consulting with a neurosurgeon to remove the pump. They were electing to program the pump to off state and explant the pump. Drug : fentanyl 4000mcg/ml clonidine 400mcg/ml dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.